Manufacturer narrative:
A ventilator was reported failing pressure transducer test in pre-use check. Our field service engineer investigated the ventilator on site and replaced the pressure transducer printed circuit boards (pcb) and the power control pcb. The failing goods were returned for further investigation, but no logs provided. The returned pressure transducers were mounted in a reference ventilator for simulated use testing and the reported failure was reproduced with large deviation from specification of the zero-pressure voltages. Further investigation found minor dirt on the pressure sensors. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Our conclusion is that the reported problem was caused by faulty pressure transducer pc boards. The cause to the failing pressure transducers has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).